Manufacturer narrative:
A ge service rep performed an onsite investigation. The iris collimator was evaluated and repaired. The problem was not resolved. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system exhibited collimator error and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.